Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02512

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and ruby coils. During the procedure, the ruby coil lp and ruby coil became kinked while advancing through the microcatheter. Therefore, the ruby coil lp and ruby coil were removed. The procedure was completed using two new coils. There was no report of an adverse effect to the patient.